Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was getting an alert that the batteries were low. The system had been left in charging overnight. This was reported outside of a procedure. There was no patient involved.